Event description:
The surgeon inserted the icm125v4 12.5mm implantable collamer lens in the right (od) eye in (B)(6) 2010. Two years later, the vaulting is low and a refractive surprise was noted. The current refraction in the od is -0,75 sphere visus 1,0. The surgeon would like to exchange the lens. See MFR# 2023826-2012-00898 for the other eye.

Manufacturer narrative:
(B)(4).